Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air/water leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the connecting tube had foreign material, this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the mouthpiece was loose, due to damage on switch 4; an image was frozen and recorded on its own; the suction connector had a dent; universal cord, the adhesive on bending section cover, the protector of universal cord on the suction connector side and on the control section side had scratches; due to wear of angle wire, the play of upward/downward angulation control knob and the bending angle in the up direction were out of the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the product was flushed with air and water, the device was cleaned with lint-free cloths/brushes/sponges and there were no abnormalities in the accessories used for reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. And deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented, by following the instructions for use (IFU) sections: IFU states, that detection method in gif-2t240, operation manual chapter 3: preparation and inspection. IFU states, that preventive measure in 40 series, 2-channel scopes reprocessing manual chapter 3: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.